Manufacturer narrative:
Voluntary medwatch received mw5158846.

Event description:
It was reported via voluntary medwatch that the right atrial (ra) lead had multiple stored episodes containing noise with over-sensing. A possible lead-on-lead or subclavian crush may be developing. No adverse patient effects were reported. Additional information received approximately three years later reported decreased impedance measurements and continued over-sensed noise. The ra lead remains in service. No adverse patient effects were reported.